Event description:
It was reported that the 6600 system had multiple issues. The cable harness was damaged, the lock was broken, and the video port was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available. (B) (4).